Event description:
A 12-year-old female patient with astrocytoma grade IV started optune gio therapy on (B)(6) 2024. On november 26, 2024, novocure received a medical record that indicated the patient experienced a wound infection. During an office visit on (B)(6) 2024, the patient was noted to have a lump on the left side of the head near the surgical resection incision which was believed to be related to optune gio therapy. On (B)(6) 2024, the mother reported that the patient was unable to lie on her left side due to the pain at the wound site, which was alleviated by acetaminophen. Upon examination, the physician described the surgical incision as well-healed except for a small area of redness at the posterior aspect, (approximately 1 cm in length) at the inferior aspect of the vertical segment. There was no purulent drainage or signs of deep infection, although fluid under a blister appeared to have drained. The physician advised local wound care with antibiotic ointment, avoidance of pressure on the area, and temporarily discontinuing optune gio therapy until healing occurred. On (B)(6) 2024, during a follow up visit with the nurse practitioner (np), the patient's mother reported the presence of purulent drainage from the surgical scar. As a result, the patient was prescribed a one-week course of sulfamethoxazole / trimethoprim. On (B)(6) 2024, during a wound check the patient reported tenderness at the base of the incision site above the ear but denied any recent drainage or swelling. The np extended the antibiotic regimen for an additional five days. On (B)(6) 2024, it was noted that the patient had a recurrent wound infection at the surgical site, and local debridement considered if further drainage occurred. On (B)(6) 2024, the prescribing physician reported that the patient was hospitalized due to the wound infection and was treated with antibiotics. Optune gio therapy was discontinued. The patient was not on steroids or bevacizumab but had a prior wound complication in the same area (last surgical resection (B)(6) 2024). The physician assessed the event as possibly related to optune gio therapy, but less than 50% likely, due to the prior wound infection in the same location prior to starting optune gio therapy. The patient permanently ended optune gio therapy on (B)(6) 2024.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include prior radiation, chemotherapy, prior surgery affecting skin integrity and prior wound infection. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). To note, optune gio is an FDA-approved device indicated for the use in adult patients. In this case, the product was used by a pediatric patient.